Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported the saline t-line separated during peritoneal dialysis (pd) patient treatment which led to a patient safety event. The compromised line allowed for air to be entered into the system with blood leaking out of the line. Upon follow-up, the cm stated the 2008t hemodialysis (hd) machine prompted with an air detected alarm one hour after initiation of the patient's treatment, and upon inspection it was noted that the saline line had separated along the tubing line that attached to the arterial chamber. The detachment at the t-junction caused saline to leak and for air to be introduced into the system. The patient¿s treatment was immediately halted and the patient¿s blood was not returned. The cm stated that a nipro dialyzer was used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodlines prior to the event. The patient's estimated blood loss (ebl) was more than 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The combi set was discarded and was no longer available to be returned for evaluation.

Event description:
A user facility clinic manager (cm) reported the saline t-line separated during peritoneal dialysis (pd) patient treatment which led to a patient safety event. The compromised line allowed for air to be entered into the system with blood leaking out of the line. Upon follow-up, the cm stated the 2008t hemodialysis (hd) machine prompted with an air detected alarm one hour after initiation of the patient's treatment, and upon inspection it was noted that the saline line had separated along the tubing line that attached to the arterial chamber. The detachment at the t-junction caused saline to leak and for air to be introduced into the system. The patient¿s treatment was immediately halted and the patient¿s blood was not returned. The cm stated that a nipro dialyzer was used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodlines prior to the event. The patient's estimated blood loss (ebl) was more than 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The combi set was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.